Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a isvt® smart touch® sf bi-directional navigation catheter and a isvt eco 8fg ultrasound catheter, isvt eco 8f ultrasound catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The patient also experienced a cardiac arrest and ventricular tachycardia. The patient had an implanted cardiac defibrillator (ICD) that had recently been used 30-40 times prior to today's procedure. The patient was on the table, the ICD was disabled and they went into the heart using retro aortic access, and they also created epicardial access. The patient was also on an impella (heart pump) from the beginning of the procedure before doing any mapping. The patient was experiencing ventricular tachycardia that then turned into ventricular fibrillation several times during the procedure. The patient had to be shocked with an external defibrillator approximately 8 times and while waiting for the paddles to charge manual CPR was also administered. The patient also received epinephrine and amnio. After the 7th or 8th external defibrillation, the patient's blood pressure dropped. They confirmed the effusion via an intracardiac echocardiogram. A pericardiocentesis was performed and withdrew 600 ml of fluid. The also required blood transfusion. The quantity of the transfusion was unknown at the time of the call. The patient's lips were blue several times, indicating hypoxia. No other medical intervention was provided. At the time of the call, the patient was reported stable and was in the intensive care unit. The physician indicated that having the sheath (non bwi) and the isvt eco 8fg ultrasound catheter, isvt eco 8f ultrasound catheter in the patient during defibrillation, may have caused the effusion. The case was not part of a study. The physician does not think biosense webster, inc. Product malfunction contributed to the adverse event. After he pulled some catheters at the end of the case, the patient went into vt/vf and required defibrillation. Perhaps a sheath still in the body at the time caused a perforation during the shock administration. The patient was still intubated in the intensive care unit (ICU) and having torsade de pointes (polymorphic ventricular tachycardia). The patient required extended hospitalization because of the adverse event in the intensive care unit (ICU). The patient has a history of cocaine abuse and myocardial infarction (mi). Transseptal puncture was performed with a brk needle. Ablation was performed prior to noting the cardiac tamponade and there was no evidence of a steam pop. The event occurred post ablation phase after ablation catheter removed. Irrigated catheter was used in the event and the flow setting were set to standard settings. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Error messages 1007 was observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability set at 3mm, 3sec, 25% 3g with no additional filter used, color option used was impedance. The sheath was not a bwi device. It was also reported that at the beginning of this same case, the carto 3 system crashed during the mapping procedure. The system was rebooted and the study was reopened but then the carto 3 system displayed an error code 1007: chest patch sensor error. The patch unit was replaced and the procedure continued. The software crash issue occurred before the injury. The software crash issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote. The c-3 location patch issue was assessed as not MDR reportable. This was highly detectable. Since the adverse event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable under both the isvt® smart touch® sf bi-directional navigation catheter and the isvt eco 8fg ultrasound catheter, isvt eco 8f ultrasound catheter.